Event description:
It was reported that during a da vinci si surgical procedure, the customer noted that the jaws of the prograsp forceps instrument did not close. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the grip cable was found to be derailed at the pulley. The grips were still able to open and close, but their movement could not be precise with stiffness. The cable derailment was likely due to the cable losing contact with the pulley during wrist articulation. The feet angle between the proximal and the distal pulleys may have contributed to the derailment of the cable. Additional observation not reported by site was distal pulley damage. Mechanical indentations were also found at the edge of the distal pulley along with visible scratch marks on the pulley's surface. Failure analysis concluded that damage was likely due to mishandling. Additional observation not reported by site was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal and a rough surface finish. The scratches were short in length and were not aligned with the tube axis. Failure analysis concluded that damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the main tube damage found during failure analysis if to reoccur could cause or contribute to an adverse event.